Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the latch micro switches. A field service engineer applied conductive grease to the spade connectors on the micro switches of the latch contact points to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. The customer reported that the refrigerator kept failing even after being recovered and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.